Event description:
It was reported through clinic notes dated that the patient felt that the vns was causing more seizures. As a result, the vns was turned off. It was noted that there was not much change in seizure frequency since the disablement no further relevant information has been received to date. No known relevant surgical intervention has occurred to date.